Event description:
It was reported that the patient presented at the clinic for an implant procedure. Upon placement, it was discovered that the rv lead failed to capture. The rv lead was not implanted during procedure on (B)(6) 2025. The patient remained stable.